Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the 550 device. Hcp reported during treatment (tx) too much fluid was being pulled off too fast and device was alarming al02. Hcp administered normal saline and continued tx. At the end of the tx. Pt was weighed and the weight was below his goal dry weight. Pt did not exhibit any adverse signs and symptoms during tx. No further medical intervention was necessary.